Event description:
It was reported that following a sleeve gastrectomy procedure, the patient had to be brought back to theatre due to staple line bleed. Patient is reported to be okay. Device has been discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.